Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). The atp induced the patient's rhythm to a fast ventricular tachycardia (vt). A shock converted the rhythm. The device was reprogrammed. The device remains in use. No additional adverse patient effects were reported.